Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced vaginal polyp & pains in obturator foramina after altis procedure. Date of altis procedure : (B)(6) 2016. Event 1 reported on (B)(6) 2019 : vaginal polyp at the left of the scar. Date of onset event 1: (B)(6) 2016. Treatment of event 1: no treatment. Status of the event 1 : on going on (B)(6) 2016 (device still implanted). According to the investigator, the event 1 is possibly related to the device. Event 2 reported on (B)(6) 2019 : pains in obturator foramina when coughing. Date of onset event 2 : (B)(6) 2016. Treatment of event 2 : no treatment. Status of the event 2 : on going on (B)(6) 2016 (device still implanted). According to the investigator, the event 2 is possibly related to the device.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the event, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.